Event description:
Same case as MFR's report #: 6000130-2007-00036. It was reported that during a ptca procedure, a dissection occurred. The lesions being treated were located in the diffusely diseased, 80% stenosed left anterior descending (lad) artery and diffusely diseased diagonal artery. Following deployment of 2 taxus drug eluting stents in the mid lad, there was no flow into the diagonal artery. A pt2 guidewire was used to cross the diagonal artery, and a 2.5x9mm maverick balloon was then inflated to 10 atms for 15 secs. Flow was re-established into the diagonal artery, however, a dissection was noted mid diagonal. The maverick balloon was removed and a 2.5x23mm taxus drug eluting stent was placed to cover the dissection. The procedure continued with a taxus drug eluting stent being placed in the lad. Results were good, with 0% stenosis in both the diagonal and lad and timi iii flow. The pt was reported to have "tolerated the procedure well."

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.